Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the customer's report. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.